Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral colonic stent was to be used to treat a 6 cm malignant colonic stricture in the recto-sigmoid junction during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient's anatomy was not tortuous but had been dilated to 10mm prior to stent placement. Additionally, the patient's digestive tract was completely obstructed and the patient was reported to be nauseous before the case. According to the complainant, during the procedure, the physician attempted to deploy the stent but the patient began vomiting. The physician decided to abort the procedure and attempts were made to reconstrain the stent but the scope was removed before the stent was reconstrained. The stent was pulled off the catheter by the patient's anatomy and fell into the patient. The stent was then removed using a captivator snare. A new stent was placed several days post-procedure with no issues noted. In the physician's assessment, the patient was vomiting due to the patient's stricture and to the patient's reaction to the sedative. The patient's condition post-procedure was reported fine and no further complications were noted.